Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level at the time of the event was 400 mg/dl. The customer declined troubleshooting for high blood glucose, as they were unable to calibrate the sensor, so went high due to being out of auto mode. The customer reported that the insulin pump system was not been in use within 48 hours of reported high blood glucose event. The customer was unable to calibrate the sensor and had a high blood glucose. The customer was not off the insulin pump therapy but rather out of auto mode due to the reported high blood glucose incident. The device will not be returned for analysis.